Manufacturer narrative:
Serial no continued: (B)(4). The investigation found for one of the events the issue was related to the misadjustment of the instrument photomultiplier tube. For two of the events, the investigation could not identify a product problem. The cause of the event could not be determined. The follow up/corrective actions for one of the events was the photomultiplier tube was adjusted. Controls were within expectations. A method comparison to another instrument was performed and results were comparable. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>3</noe> malfunction events. Questionable high results were generated by a cobas e 411 immunoassay analyzer. The events involved a total of 6 patients with the following: 4 elecsys prolactin assay, 2 elecsys estradiol iii assay. The provided patients' ages ranged from 18 to 31 years. Four patients were female.